Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and visually analyzed; analysis revealed there was environmental stress cracking which caused an outer insulation breach. There was also cosmetic metal induced oxidation and environmental stress cracking of the outer insulation.